Event description:
It was reported that the artic sun device had calibration for an error 1(patient line open) actual 3216ml. They explained this was indicative of a weak circulation pump and since it was due for the 2000 hour pm (current hours 3431). They should get the 2000 hour pm done and sending information. Per biomed via phone on (B)(6) 2024, customer states that it was discovered that the circulation pump was not working properly. They had ordered that part and will replace it. Once the circulation pump is replaced, the device will be returned to service. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f -the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic sun device had calibration for an error 1(patient line open) actual 3216ml. They explained this was indicative of a weak circulation pump and since it was due for the 2000 hour pm (current hours 3431). They should get the 2000 hour pm done and sending information. Per biomed via phone on 27jun2024, customer states that it was discovered that the circulation pump was not working properly. They had ordered that part and will replace it. Once the circulation pump is replaced, the device will be returned to service. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had calibration for an error 1(patient line open) actual 3216ml. They explained this was indicative of a weak circulation pump and since it was due for the 2000 hour pm (current hours 3431). They should get the 2000 hour pm done and sending information. Per biomed via phone on 27jun2024, customer states that it was discovered that the circulation pump was not working properly. They had ordered that part and will replace it. Once the circulation pump is replaced, the device will be returned to service. No patient involvement.